Event description:
Patient came in for port-flush. Port was accessed and blood returned. Port flushed. Patient became short of breath and complained of back pain. Sent to ed and admitted for pulmonary embolus and fever. Antibiotics administered. Port removed and flushed. Fluid obtained from port grew pseudomonas putida.what was the original intended procedure?port flush.